Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the reported pak's bill of materials (bom) shows the suspect product is cannula 27gx3. The manufacturer's evaluation of the returned sample confirms the customer's reported event yellowish substance on the distal end of the 27ga cannula was observed. Resistance occurred when pressurizing air into the cannula using a lab stock 20 ml syringe. Particle clogged the cannula fluid path. Damaged was observed on the cannula hub. The cavity was 117 and 96. There was no damage on the cases. The lot number on the cannula pouches was d0523bb. The samples were visually and microscopically examined, and the reported foreign material was observed. Microscopic examination shows orange material on the tip of cannula 1 and white material on the tip of cannula 2. The orange material and white material were isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the orange material¿s and white material¿s generated ir spectra to a library of spectra yielded no good matches. The orange material and white material were then isolated and analyzed using the hitachi scanning electron microscope (sem) equipped with an edax energy dispersive x-ray spectrometer (eds). Eds analysis of the orange material identified carbon (c), oxygen (o), phosphorous (p), sulfur (s), chromium (cr), manganese (mn), iron (fe), and nickel (ni) (sem/eds spectra 1). Eds analysis of the white material identified carbon (c), oxygen (o), phosphorous (p), sulfur (s), chromium (cr), and iron (fe) (sem/eds spectra 2). These elements suggest the orange material is primarily rust, and the white material is primarily made of carbon, oxygen, phosphorous, and sulfur. The exact identity of the white material is unknown. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time to clearly define root cause. Company has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer's evaluation of the returned sample confirms the customer's reported event: yellowish substance on the distal end of the 27 gauge (ga) hydrodissection cannula was observed. Resistance occurred when pressurizing air into the cannula using a lab stock 20 milliliter (ml) syringe. A review of the reported pak's bill of materials (bom) shows the suspect product is - cannula,27gx3. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The supplier has acknowledged the complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cannulas would not irrigate and were blocked with a substance before cataract with intraocular lens implant surgery. The surgery was performed by replacing the product with another one. There was no report of patient harm.